Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the saphenous vein graft (svg) to the diagonal (dx) artery. The lesion was predilated with a 2.0 x 15 mm sprinter balloon, and 2.5 x 12 mm maverick balloon. The physician attempted to place a 2.50 x 8 mm taxus express2 drug eluting stent. The stent was unable to cross the lesion. During withdrawal, a raised stent strut caught on the guide catheter. The sds was removed without incident. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.